Event description:
Zenith aaa device was placed without complications. The final angiogram revealed a proximal type 1 endoleak. The physician elected to try and seal the leak by reballooning the area with the coda molding balloon. When the balloon was inflated it was a little bit outside the graft material and the aorta ruptured at the renals. The physician cut the pt open and sewed in graft material to cover the rupture, but did not explant the zenith device. The pt was closed and taken to recovery where a bp drop was noted a few hrs later. The physician opened the pt again, noting that the suprarenal stent could be seen protruding through the aorta, and sewed in material to cover the rupture. The physician also removed the suprarenal stent from the zenith device, but left the rest of the device in place. The pt was closed and taken back to recovery, but subsequently expired that evening possibly due to the stress of the surgery.

Manufacturer narrative:
Eval: this event is still under investigation.